Event description:
Pt had a sahara bone density screening of left heel that reported score of -1.8 indicating high risk of developing osteoporosis. A second scan of right heel gave a score of -1.7. Followup dexa scan indicated t score of +.90 for lumbar spine and -.1 for left hip. No one has been able to explain why they got such misleading results from the sahara scan. Pt is out of pocket over $400 for the dexa scan since insurance won't cover it because it was necessary at pt's age.